Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator 3 (usm) due to a cable was stuck under the carriage in the insertion axis. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported failure ¿error 319. The unit was tested on an in-house system and it failed normal mode as it triggered the 319 error pointing to a rolling loop. Per inspection, the rolling loop assembly was damaged. The original rolling loop fiber optic was replaced with a gold unit fiber optic. The arm was tested on a psc (patient side cart) fixture test platform (pftp) and it passed the direction tests, lissajous, sensors check, sine cycle, carriage strength, back drive tests, friction very slow, carriage sensor test low and high, and advanced brake test. The rolling loop assembly will be replaced as a fix to the reported problem.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer reported that they have a repeated non-recoverable 319 fault for arm 3 (the customer was in the middle of the procedure). The technical support engineer had the site power down the system, cycle the breaker, and perform an emergency power off (epo) for the patient side cart (psc); the system powered on with no change. The customer stated that they are going to convert to open surgery and requested for field service engineer to follow up on the issue. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the customer was not sure if the system was inspected prior to use. There were no issues with the port placements. The site needed all four arms so they converted to open surgery. The patient was fine with the open surgery procedure and it was completed with no patient harm. The customer could not provide the patient's information.